Event description:
Blood pressure taken by merge hemodynamics software did not carry over to charting in cerner ehr [electronic health record] on [(B)(6)] @0937, @0948, @0957. If this isn't caught, then it looks like we aren't monitoring the patient. This specific incident was reported to merge vendor and received ticket #. Merge working to find solution. Vitals were manually added to the patient's chart.